Event description:
A journal article was reviewed that contained information regarding this lead and device. It was reported that there was a lead perforation. A chest x-ray showed a left pleural effusion. The lead was extracted during open chest surgery. During the post-operative course, the patient developed an infection and "the inability to wean from mechanical ventilation and vasopressor support. " also reported was that five months later the patient "succumbed to multi-organ failure." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "success rate of transvenous left ventricular lead implantation for cardiac resynchronisation therapy - recent experience of a single centre." Kardiologia polska. August 21;68(8):903-909.